Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of intermittent issues with low albumin results on a cobas 6000 c (501) module. The customer provided erroneous results for 1 patient. The initial albumin result was <3 g/l. This result was reported outside of the laboratory. The sample was repeated and the result was 39 g/l. There was no allegation that an adverse event occurred. The albumin reagent lot number and expiration date were not provided. The sample probe had been changed on (B)(6) 2017. The field service engineer (fse) visited the customer site on (B)(6) 2017 and changed the sample probe again. Quality control results were acceptable. The albumin results have been fine since the service visit. The investigation is ongoing.